Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient was placed in the supine position. The right femoral vein was selected as the puncture site. After skin disinfection and sterile draping, local infiltration anesthesia was administered with 1% lidocaine. A puncture needle was inserted approximately 1 cm below the right inguinal groove, and access to the femoral vein was successfully achieved. A guidewire was advanced smoothly, a 6f sheath was inserted, and the guidewire was withdrawn. A pacel pacing catheter was then introduced for temporary transvenous right ventricular pacing. After the electrode was advanced to 30 cm, 1 ml of air was injected to inflate the balloon. Despite repeated adjustments of the electrode position, the pacing catheter was not pacing, and the electrode could not be smoothly advanced into the right ventricle. After deflation and withdrawal of the catheter, balloon rupture was noted. The pacing catheter was replaced, and after repeated adjustments, the electrode was successfully advanced into the right ventricle to a depth of 80 cm. The pacing rate was set at 60 beats per minute, pacing output at 2.5 v, and sensitivity at 5 mv. Electrocardiogram (ECG) monitoring showed a paced rhythm, with right ventricular apical pacing at a rate of 60 beats per minute. The puncture site was compressed and bandaged, and the right lower limb was immobilized. After an hour, the procedure was completed successfully. The patient was stable with no adverse effects.